Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d implanted (B)(6) 2015; 6935m55 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead. The lead was explanted and replaced. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.